Event description:
It was reported that during a low anterior resection procedure, the tissue pad was detached outside the pt's body. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/30/2009. Info anticipated, but unavailable at this time.